Event description:
It was reported that during prep, while pulling negative pressure to expel air from a 2.25x12 trek rx balloon dilatation catheter (bdc), the hub of the trek rx broke off when the hub was tapped/hit with an unattached 20-milliliter syringe. Reportedly, the trek rx bdc was not difficult to remove from its dispenser hoop during unpackaging. The procedure was continued with the use of another unspecified bdc with a good outcome. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.